Event description:
Report received from (B)(6), stating that the hose ruptured. The device was not used during surgery. It is known that no pt or user injury or medical intervention occurred. The event date is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).